Event description:
The customer reported to olympus, the camera control unit when inserted into the generator gave a multicolored vision or no image. The customer stated repair of the camera of the videolaparoscopic column was required. The issue was found during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.